Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and has tested positive for a nickel allergy.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device made from polyethylene did not cause or contribute to the reported event of patient's metal sensitivity.